Event description:
It was reported that a revision was performed due to poly exchange.

Manufacturer narrative:
The affected device was returned and evaluated. The purpose of this investigation was to examine the as received implant. No destructive testing was carried out. Deformation/damage was observed within the insertion/extraction slot, likely from removal of the insert during revision. A large portion of the articular surface of the implant displayed significant abrasive wear, seen as damage/plastic deformation. These abrasive surface features were likely caused by third body debris (bone cement/chips, etc.) That was present in the joint. Similar features have been observed on the articular surface of inserts retrieved from joints with a loose femoral and/or tibial component. A review of complaint history revealed a limited number of complaints. Safety affairs will continue to monitor this device/ failure mode for future complaints and investigate as necessary.